Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient saw a replace generator message. A field representative confirmed this message with their clinician programmer. The patient has not had therapy since approximately(B)(6) 2019. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of service.

Manufacturer narrative:
Correction h6 - method code should be 4114 instead of 4117.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.